Event description:
This is a pt who underwent a cardiac catheterization, and experienced a dissecting coronary artery, [procedure later clarified to be repair of a type I aortic dissection using a graft to replace the ascending aorta and half of the aortic arch. The bioglue was used to glue the separated layers of the aorta together in the arch and just above the aortic valve in order to have tissue that one could more reliably sew to.] Cardiothoracic surgery was called emergently to repair the dissecting artery. Bioglue was used to glue the walls of the aorta together. [The hospital and the surgeon have used the product for several years without problems. No more than the recommended amount was used in this procedure, yet a package insert is not readily available. It was used in conjunction with sutures.] Thirty-six hours later, they had an acute change in the perfusion to their bilateral lower extremities. They can only speculate as to how the product got to the aorta. The surgeon followed the same procedure he always does and did not see any going into the descending aorta. It is also possible it flowed through the dissected walls of the aorta (that they were in the process of gluing back together) and out through a re-entry site a bit more distal in the aorta that they didn't see. The surgeon said re-entry sites are so common with the dissection that not to have several is extremely rare. The glue gels very quickly so they don't flow very far. Vascular surgery was consulted, and pt underwent bilateral thrombectomies and fasciotomies. [A clot was discovered in their femoral arteries bilaterially.] The vascular surgeon said he found clot and bioglue. [The material that had embolized to their femoral artery was removed. It was not sent to pathlogy so it is not available for evaluation. The material that is in their aortic arch in order to do the repair of the dissection will remain permanently. They thought that the bioglue may have contributed to the pt's loss of arterial circulation in their legs. Per the surgeon, pt is currently in rehabilitation, ambulating but with some difficulty. Pt has a foot drop and some numbness of one leg. Hard to say at this point how much of this deficit will resolve. Pt is expected to be able to walk, although pt may need an ankle brace. It is felt by the site that this is a medical device.